Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included full functionality testing and internal inspection without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "off set self check failure - 1174" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.